Event description:
The physician used a 2.5 x 20mm firestar balloon catheter to pre-dilate a 95% lesion in the proximal left anterior descending artery. The balloon inflated very slow, and when the physician deflated it, it also deflated very slow. Therefore, the physician withdrew the balloon and changed to another 2.5 x 20mm firestar balloon catheter. However, this balloon catheter also inflated very slowly. When the physician tried to deflate the balloon it would not deflate. The physician has to withdraw the balloon catheter and the guiding catheter from the patient together. The physician then changed to another company's balloon catheter and the procedure was completed. There was no patient injury reported.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report; 510(k)# is k073231.

Manufacturer narrative:
(B)(4). The lay user/patient's product(s) has been returned and evaluated by lifescan product analysis with the following findings: the meter involved in this case failed testing. The meter was found to have cracked/broken display. If any additional information is available, the FDA will be notified in a second follow up report. At this time, we consider this matter closed.

Event description:
The lay user/patient contacted lifescan alleging the meter has a cracked display. The meter casing is also broken near the display. The issue was not resolved with troubleshooting. There were no allegations of harm or injury. Replacement products were sent to the patient.